Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural condition. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was inserted without issues. However, while removing the dilator, a transesophageal echocardiogram (tee) revealed a foreign object. Suction was performed to remove the foreign object. However, there was no change in status. The sgc was removed from the patient and replaced. In the physician¿s opinion, the foreign object was adipose tissue from percutaneous access, which was caught on the guide while introducing the sgc. The procedure was completed with two clips implanted, reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.